Event description:
Additional information: patient comment: "getting really bad in the right eye. Left eye vision is great." The event is lasting and disabling, significantly interfering with daily activities. Topical steroid dosage was increased.

Event description:
The clinic reported that a laser vision correction patient experienced suction loss in right eye that lead to rescheduled treatment (B)(6) 2014. Account is reporting that patient is having irregular epithelium with blurry vision and loss of best corrected visual acuity (bcva) in right eye after the event. Bcva from (B)(6) 2015: right eye pre-op 20/20, post-op 20/40 with refraction at +3.75=-2.50 x 115. Patient has problems with epithelium. Another refraction with a +.50 contact lens placed in the right eye first gave a refraction of +2.00=-1.50 x 105 bcva of 20/25. Left eye pre-op 20/20, post-op 20/20.

Manufacturer narrative:
Information was known; but inadvertently not provided in the initial MDR. Patient comment: "getting really bad in the right eye. Left eye vision is great." The event is lasting and disabling, significantly interfering with daily activities. Topical steroid dosage was increased. Initial reporter: address: (B)(6). Additional report source: user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.